Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred, and that the cartridge was leaking from the septum. A supply change was performed resolving the occlusion and leak. Customer¿s blood glucose level was 227 mg/dl.